Event description:
Syringe pump tubing leaking from filter while infusing vancomycin. Noted puddle of fluid on floor. Stopped infusion, threw away tubing and obtained new syringe pump tubing with filter.